Manufacturer narrative:
One leg holder was returned for evaluation. Visual assessment showed normal wear and tear. Functional assessment of the device could not confirm the reported complaint. The lateral pad was able to be locked in place as intended. No problem found. Further investigation is not warranted at this time.

Event description:
It was reported the pad across the knee became loose at the end of the procedure. The leg was not secure in the leg holder.

Manufacturer narrative:
One leg holder was returned for evaluation. Visual assessment showed normal wear and tear. Functional assessment of the device could not confirm the reported complaint. The lateral pad was able to be locked in place as intended. No problem found. Further investigation is not warranted at this time.